Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device') and device breakage ('device breakage') in an adult female patient who had essure (batch no. C06517 - valid, log53879 -notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and vulvovaginitis. Concurrent conditions included umbilical hernia repair, headache, perineal pain and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or changes condition type of disorder or condition: endometriosis"), ovarian cyst ("reproductive system disorder or changes condition type of disorder or condition: ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain,"), stress urinary incontinence ("other injury(ies) or complication (s) please describe: stress incontinence"), fatigue ("fatigue"), adhesion ("reproductive system disorder or changes condition type of disorder or condition: adhesion") and abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes oophorectomy (one side remo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, endometriosis, ovarian cyst, dysmenorrhoea, dyspareunia, pelvic pain, stress urinary incontinence, fatigue, adhesion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adhesion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, ovarian cyst, pelvic pain, stress urinary incontinence and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device') and device breakage ('device breakage') in a female patient who had essure (batch no. C06517, log53879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and vulvovaginitis. Concurrent conditions included umbilical hernia repair, headache, perineal pain and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or changes condition type of disorder or condition: endometriosis"), ovarian cyst ("reproductive system disorder or changes condition type of disorder or condition: ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain,"), stress urinary incontinence ("other injury(ies) or complication (s) please describe: stress incontinence"), fatigue ("fatigue"), adhesion ("reproductive system disorder or changes condition type of disorder or condition: adhesion") and abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes oophorectomy (one side remo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, endometriosis, ovarian cyst, dysmenorrhoea, dyspareunia, pelvic pain, stress urinary incontinence, fatigue, adhesion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adhesion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, ovarian cyst, pelvic pain, stress urinary incontinence and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs& mr received reporter information, lot no was added. Case become incident injury nos replaced by new event added uterine perforation, device breakage, endometriosis, ovarian cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female, stress incontinence, fatigue, adhesion, abdominal pain lower. Severity added abdominal pain lower. Medical history and lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.